Event description:
A customer reported that during a cataract with intraocular lens implant procedure, a white foreign substance entered the eye from the cannula which was connected to the viscoelastic. After the intraocular lens was implanted, the substance was removed with the viscoelastic by I/a (irrigation/ aspiration). The day after surgery, the patient's central corneal endothelium was decreased to 500-1000. The corneal endothelium surrounding the center measured 2000. Additional information has been requested

Manufacturer narrative:
The investigation is in progress. Samples are being returned but have not been received for evaluation. A lot number was not supplied. A review of the DHR (device history record) could not be conducted. A root cause has not been identified. (B)(4).